Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due to faulty charged coupled device (ccd). It was also noted the cable was shorted causing intermittent noise in image. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus they have an all-black image on their hd autoclavable camera head. Attempts to retrieve additional information from the customer are in progress. There were no reports of death, harm or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5 - updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the image issue was due to a faulty charged coupled device unit. The specific root cause of the faulty charged coupled device unit could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The user facility confirmed the event occurred during preparation for use, they used a back up camera and there was no impact to the patient. It is unknown if the procedure was diagnostic or therapeutic.